Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 39 indicating an insulin shaft encoder failure, which was verified in device history; the pump was restarted per instructions and initially cleared the alert, but the alert recurred following restart and the device was replaced, with the patient instructed to use backup therapy and to shut down the affected device. No reports symptoms or change in blood glucose. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy. Investigation included review of device history and directed troubleshooting consisting of restart, charge verification, and assessment of alert behavior during insulin delivery. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.